Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported event remains unknown.  Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a successful atrial fibrillation procedure, a pericardial effusion occurred. The patient remained in stable throughout the procedure, however, while in recovery, an ultrasounds revealed a pericardial effusion had occurred. A pericardiocentesis was performed and 800-900ccs was drained. The patient remained in stable condition and has been discharged. There were no performance issues with any abbott devices.